Manufacturer narrative:
(B)(4). A visual inspection of the incident device verified that the device had a wire loop near the jaws. The moving jaw wire is the intended design of this device and will not interfere with the function of this instrument. The design of this device has been changed to add a clip to retain the wire and eliminate jaw wire slack that forms a loop at the jaws. This device was manufactured before this change was implemented.

Event description:
The customer reported that a wire was found protruding from the tip of the device and the surgeon did not want to use the device as a result. The nurse went to get another device but the surgeon decided to convert to an open procedure before the nurse was able to return with the replacement laparoscopic product. There was no patient injury.